Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was nicked during the pocket of this patient for the device. Additional information indicated that the physician applied a suture sleeve to this lead. This lead remains in service. No adverse patient effects were reported.